Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer treated their high blood glucose via manual injections. Customer¿s mother advised they had issues with the power loss alarm and insulin flow blocked. Customer¿s mother was unable to troubleshoot the device since their daughter was not there with the insulin pump. Customer¿s mother advised they would call back to troubleshoot once they have the device.